Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the anterior leaflet appears to be related to patient conditions (poor leaflet condition). Mitral valve insufficiency/ regurgitation (mr) resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One xtw clip was implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient returned to the hospital with a symptom of shortness of breath. Echocardiography showed the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. On (B)(6) 2023, an second mitraclip procedure was performed. It was noted mr had increased to 4+. One clip was successfully implanted, stabilizing the slda and reducing mr to a grade of 1+.